Event description:
A pt had developed pneumonia in the hospital, at the time of the implant of her device system. The pt was hospitalized for 6 days. It was further reported that the pt was concerned that her device was very bulky, and had stuck out of her body. The pt's weight was approx 100 pounds. The pump was noted to have contained dilaudid. The pt's outcome was not reported, however, it was noted that she was at home. Additional info will be provided in a follow-up report, as it becomes available.

Manufacturer narrative:
(B)(4).